Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pulse generator exhibited an error message displayed info the user the diagnostics could not be viewed. The device was clinically resolved by reinterrogation. The device remained implanted.